Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The customer reported that the fixed head bixcut reamers are difficult to clean and that there is still debris on the instruments after they have been through the cleaning process.

Manufacturer narrative:
The evaluation revealed all im reamers to be primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. As the devices had been in use for approx. 6 months to approx. 12 years we pre-suppose that they had fulfilled their tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The reported residues were confirmed at 8 reamers: after the shafts were manually bent black residues fell out of the spirals; furthermore the spaces between inner and outer spiral were found polluted with incrusted body residues like blood and bone marrow. The reamers were insufficiently cleaned prior to sterilization several times; therefore the residues got incrusted within the reamer shafts. The IFU and cleaning guide include in detail the correct cleaning handling of im reamers to avoid residues and incrustations. The case is attributed to an inadequate and/or not performed cleaning over a long time by the user. Incrustations within reamer shafts are a known issue and were evaluated by a medical expert. According to the recommendations of the robert-koch-institute medullary reamers are considered to be critical medical devices. The working group ¿(B)(6) classifies flexible reamers as problem devices and recommends: medullary reamers are flushed through, and then placed into an ultrasonic bath. An appropriate pretreatment already in the operating theatre is highly recommended. In this case the affected reamers had been sterilized in insufficiently cleaned condition which had led to incrustation that could not be removed, finally. A single sterilization cycle for an insufficiently cleaned flexible shaft causes definite irreparable damage. Such damage occurred to the complained items. Nevertheless, even after millions of applications of insufficiently cleaned flexible reamers during the last 50 years literature makes no reference to any harm resulting from this. Sterilization after cleaning in the hospital apparently is sufficient to kill germs and to denature proteins remaining that no adverse effects occur. Conclusion: the difficulties and special efforts in cleaning flexible reamers are well known. In the case presented the items had not been sufficiently cleaned by the user prior to sterilization which caused definite damage (incrustation). Clinical application of such contaminated reamer shafts would not lead to harm clinically. A surgical instrument with residuals of body fluids or human tissue has no increased risk of infection, if a sufficient sterilization procedure has been made (¿sterile crud¿) only in the (very rare) case of significant contamination with body fluids from a previous patient with massive infection of lps producing germs a small load of endotoxins (lps) may cause a limited local inflammation, which will be hardly registered by the patient. During the sterilization process all proteins will be denatured. It is in discussion whether there is still a significant antigenic effect of such denatured proteins. Worst case: very limited local rejection reaction resulting in a limited inflammation, which will be hardly registered by the patient. Otherwise, no negative side effects for the patient have to be expected, if a surgical instrument is contaminated with (incrusted) residuals of body fluids or human tissue from previous surgeries due to insufficient cleaning and/or the design of the instrument, which would not allow for perfect cleaning.¿ as secondary issues following damages were identified: deformed shafts at 7 reamers, uncoiled spiral at one reamer resulting in a constricted inner spiral, hitting marks on the cutting edges at all reamer bixcut heads, unknown laser-marked sign on the adapter surface at 4 reamers. Deformed shafts are the result of overbending during cleaning (misuse), the cleaning guide includes that overbending shall be avoided and that the reamer shall be no more bend at ½ of its length. Uncoiled spirals are a result of drilling in counter-clock direction; due to this the outer spiral got uncoiled and the inner spiral got constricted (misuse). The IFU includes that reamers never shall be operated in counter-clockwise direction. Hitting marks are a result of hitting metal (misuse); the IFU includes that hitting metal is not allowed and shall be avoided. The unknown laser-marked sign is most likely a sealing of an external repairing company, indicating that the reamers were most likely repaired/modified in an unknown way. Stryker is not responsible for any consequences of the repair/modification. No non-conformity identified.

Event description:
The customer reported that the fixed head bixcut reamers are difficult to clean and that there is still debris on the instruments after they have been through the cleaning process.